Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by a surgeon of the hospital, that during insertion of the device into the femur medullary cavity a fuzzy piece was noticed. Nothing fell into the surgical area. Surgery was completed successfully. Replacement was available.

Manufacturer narrative:
An event regarding foreign material involving a accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned for analysis and white like fibres were identified on a small portion of the coated surface of the implant. A memo provided by the packaging cell concluded, "the unit returned through complaint pi was packaged in accordance with the manufacturing and assembly procedures. It was determined that the issue was not generated though the packaging manufacturing process." -medical records received and evaluation: not performed, no adverse consequences to the patient were noted. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the packaging manufacturing department concluded, "the unit returned through complaint pi was packaged in accordance with the manufacturing and assembly procedures. It was determined that the issue was not generated though the packaging manufacturing process." The exact origin of the fibre could not be determined.

Event description:
It is reported by a surgeon of the hospital, that during insertion of the device into the femur medullary cavity a fuzzy piece was noticed. Nothing fell into the surgical area. Surgery was completed successfully. Replacement was available.